Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported the patient presented emergently with severe back pain. It was reported that the aneurysm had ruptured. The CT demonstrated a type ii endoleak and disease progression which resulted in the rupturing of the aneurysm. It was reported that the stent graft was patent. It was reported stent graft was removed from the patient. The patient was converted to a conventional stent graft with an open surgical repair. No add'l clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Conclusion: (operative reports), (severe disease progression and type ii endoleak).